Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the device expiration and manufacture dates are unknown. (B)(6). (B)(4). The device has been implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that spaceoar was implanted during a spaceoar procedure performed on (B)(6) 2019. Reportedly, thirteen seeds were placed for high dose rate (hdr) brachytherapy before spaceoar was implanted. A digital rectal exam (dre) was performed to confirm that the gel was in the right place. Hdr was performed that day and the patient was discharged as scheduled. According to the complainant, on (B)(6) 2019 the patient complained of rectal bleeding and was referred to a gastroenterologist (gi). A blood test was performed and showed that the patients c-reactive protein (crp) and white blood cells (wbc) increased and the hemoglobin level was low. The physician decided to admit the patient and started antibiotics. In the assessment of the physician, a small amount of gel might have been placed in the rectal wall. On (B)(6) 2019, the patient had endoscopic examination and a rectal ulcer was found four centimeters from the anus. The colorectal surgeon decided to perform a temporary colostomy, scheduled for (B)(6) 2019.